Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. Neither brand name nor model were provided. The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency; therefore, we are unable to provide a UDI number or model. The reported brand name of this report is the default for when tampon brand is unknown. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer stated that her ubk click tampon came apart upon removal and tampon pieces remained inside of her. No further information is available.